Manufacturer narrative:
(B)(4). The customer returned one unit 5-15120 stylet,soft tip, 6 fr for investigation. The stylet was returned with a non-teleflex et tube (manufactured by smith medical). The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the stylet was missing approximately 2.5 inches of the sheath at the distal end. The piece of sheath that was missing was not returned. The outer diameter of the returned stylet was measured. According to lbl- 021219, the stylet should be used in tracheal tubes of 2.5-4.5mm with an outer diameter of 2mm. Multiple measurements were taken of the outer diameter of the stylet and all measurements were between 1.97-1.99mm. There are no dimensional issues with the outer diameter of the stylet. The reported complaint issue of "a part of the guide remained in the tube" was confirmed based upon the sample received. The stylet was returned with a non-teleflex et tube and with approximately 2.5 inches of the sheath missing from the distal end. The part of the sheath that came off the stylet was not returned. R & d and the manufacturing site were consulted and it was determined that the stylet most likely got trapped inside the et tube and after pulling on the stylet, part of the sheath broke off due to the excess friction. The outer diameter was found to be within the specifications; therefore, the stylet would not get trapped inside the et tube due to being too big for the tube. A device history record review was performed with no evidence to suggest a manufacturing related cause. Based on the observed damage, it appears that operational context caused or contributed to this event. However, it could not be determined exactly how or why this occurred. We will continue to monitor and trend on this complaint issue.

Event description:
Customer complaint alleges "during the intubation of the child, the rigid guide was used with a portex endotracheal tube (manufactured by smith medical) d 2.5 ref 100/105/025. A part of the guide remained in the tube during removal.(cont.) The patient was extubated and the detached part of the guide was removed from the young patient." It was reported there was no consequence for the child. Patient condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. Root cause is unknown. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "during the intubation of the child, the rigid guide was used with a portex endotracheal tube (manufactured by smith medical) d 2.5 ref 100/105/025. A part of the guide remained in the tube during removal. (Cont.) The patient was extubated and the detached part of the guide was removed from the young patient." It was reported there was no consequence for the child. Patient condition reported as fine.